Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage. Manufacturer contacted customer within 24 hours phone call for knowing customer's condition;customer informed fells well, did not seek medical attention;customer tested glucose level with alleged deficient meter and obtained results of 150mg/dl within the customer expected range(120mg/dl-170mg/dl). Additional follow up phone calls attempt, unable to talk to customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120mg/dl to 170 mg/dl. The customer reported symptoms of blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is comparing the blood glucose test results from trueresult meter to alternate meter. On (B)(6) 2016 at 09:47am, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl using trueresult meter and 296 mg/dl using alternate meter. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.